Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited loss of output after suspected electrocautery interaction. The device was explanted and replaced. No adverse events occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.